Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 590 mg/dl and a high ketone level. The customer alleged that the pump was not delivering boluses as intended as health care provider attempted to deliver a bolus and did not observe drops of insulin exiting the infusion set tubing. Bg was treated with intravenous insulin and fluids. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage.